Event description:
Access port broken. Follow up findings: leakage at or near port tubing connector.

Event description:
Access port broken. Follow up findings: leakage at or near port tubing connector.